Event description:
Caller reported a malfunction on the pump, with the displayed malfunction code being malf 16- 0x20e6. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, indicated as "high". Customer took corrective action through a correction injection via mdi and did not require assistance from a third party. Technical support resolved the issue by sending a replacement pump, with updated software, and provided instructions for storage mode and return of the problematic pump. Training for the replacement pump was to be available in their tandem source account, and customer acknowledged understanding the steps to be taken upon receiving the replacement.